Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprosthesis was used during a biliary stenting procedure within the common bile duct on (B)(6) 2010. According to the complainant, the stent was successfully implanted within the patient on (B)(6) 2010. The lesion was reported to be a 4cm malignant stricture within the distal common bile duct. The anatomy was not tortuous, and the stricture site was not predilated. Later that day, the patient developed a fever. The physician checked the location of the stent via x-ray and found that the stent had migrated above the stricture location. The physician performed a percutaneous transheptic cholangiographic drainage procedure in order to reduce the fever. On (B)(6) 2010, the physician placed another stent of the same size at the stricture location to complete the treatment. It overlapped the initial stent by approximately 1cm to 2cm. The physician felt that the initial stent was in the correct position post deployment, and that the fever was direct result of the stent migration. No removal attempts were made. The patient's condition at the conclusion of the procedures was reported to be stable and the fever has subsided.

Manufacturer narrative:
(B)(4) - percutaneous transheptic cholangiographic procedure performed; additional non-surgical intervention performed. (B)(4) stent migrated. Since the stent was implanted, it will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.